Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. The examination was completed with other device. The device was repaired by the third party and returned to the hospital on 20-jun-2023. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the imaging system was damaged due to post-manufacturing reasons (load on the board during use, etc.), but the facility side will repair it to a third party, we were unable to identify the cause. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 17-nov-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 17-nov-2016 and actual date shipped were confirmed on 18-nov-2016. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. D4:serial in unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2023, at 8:30 a.m., a blackout screen suddenly appeared during use , resulting in the interruption of the examination, which could not be continued, and re-anesthetized for a second examination which completed with other scope. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.